Event description:
Boston scientific crm received information that this right atrial lead tripped the lead safety switch due to unknown impedance measurements. Information was later received that the lead safety switch tripped again due to low impedance measurements. It was also noted that the lead exhibited high threshold measurements.